Manufacturer narrative:
This medwatch report is being filed based on the results of the device evaluation. As received, the specimen consisted of one-1 each jetwire gw xtra sup300-014; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented extensive kink/bend damage of varying severity and frequency scattered over the length of the device. The distal coil and core region presented bend and ductile overload fracture damage. The ptfe coating presented scraped/frayed coating in the vicinity of the kink bend damage with no evidence of coating removal. The proximal coil to core wire joint appears to be correct and intact by visual examination and by non-destructive testing. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. Based on the information provided and the evidence presented, it is not possible to determine the timing of the damage as presented. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Event description: material was defective. The guidewire that was routed with the catheter was not reported.